Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that high venous pressure alarms occurred during a routine hemodialysis treatment. Alarms could not be resolved. Operator reported observing pink effluent which tested positive for blood. Treatment was discontinued and rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required as a result of this event.

Manufacturer narrative:
There is no evidence of a device malfunction. Event was reviewed with facility staff who attributed the event to problems with the pt's vascular access. Reported blood loss is attributed to the operator not performing rinseback in a timely manner following unrecoverable alarms as instructed in the user's guide. No problem was found with the returned cartridge. Extensive clotting was observed in the venous and arterial filter headers. Review of the treatment data log file indicates that multiple high venous pressure caution and alarms were not responded to properly by the operator. The cycler alarmed appropriately to the presence of clotting. The user's guide warns that failure to respond to clotting may expose the blood circuit/filter to sustained high pressures which may lead to hemolysis. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.